Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified super facial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, at inflation, it was noted that the balloon ruptured at 4 atmospheres. Subsequently, the device was simply and completely removed from the patient's body. The procedure was completed with another of the same device. There's no patient complications reported. Patient was good post procedure.